Event description:
The tissue retrieval bag failed at the seam when the surgeon was removing the bag from the pt. The surgeon had to address the release of material into the body cavity.

Manufacturer narrative:
Anchor investigation found depth variation along the product pouch seal edge. It was determined that the supplier's tooling could be made more stable through corrective action to the seal component to minimize the seal depth variation when coming into contact with the material. Supplier validation has been initiated.